Event description:
It was reported that the ilet user repeatedly entered multiple false meal announcements (¿ghost meals¿). This included announcing seven "more than" dinners at 2:00 in the morning which brought blood glucose down to 49 mg/dl. A few hours later, eight meal announcements were made causing bg to drop again to 62 mg/dl. Blood glucose values reportedly ranged from a low of 41 mg/dl to a high of 362 mg/dl. Symptoms included hypoglycemia and hyperglycemia. Several attempts were unsuccessful at contacting the user for additional information. Outcomes included insufficient information. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, while a usage problem was identified related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.